Event description:
As reported, the delivery balloon on the 3.0x17 elunir stent delivery system (sds) was inflated to sixteen atmospheres (atm) and burst on inflation. The stent was successfully deployed; however, an image was taken that showed an edge dissection of the lad at the distal end of the stent with extravasation of contrast into the surrounding tissue. The intended procedure was a percutaneous coronary intervention (pci) to the left anterior descending artery (lad) initially looking to do bifurcation stenting with the diagonal vessel. The target lesion was not heavily calcified and had no significant tortuosity. The product was stored and handled according to the instructions for use (IFU). The device was stored in a cabinet in the lab for about three months. There was no damage noted to the packaging of the device. The preparation of the sds was performed according to the IFU, and it prepped normally. The physician did not check whether there was any damage to the sds after removing the protective sleeve with shipping mandrel/stylet. The physician did not note any other damage prior to inserting the sds into the patient. There was no damage noted to the guidewire during the procedure. The guide catheter and guidewire did not exhibit any kinks, bends, or damage. There was no excessive force applied on the sds while inserting it over the guidewire. A non-cordis inflation device was used and the vessel was predilated with a non-cordis semi-compliant balloon to fourteen atmospheres (atm). A non-cordis stent was used inside of the elunir sds and positioned at the outflow. Although the elunir delivery balloon burst, the stent was successfully deployed. The vessel was post-dilated with a non-cordis balloon and inflated to twelve atm. There was no excessive force applied to the sds during withdrawal and the patient was fine when they left the lab. A procedural cd-rom is available. After the angiograms were reviewed, the doctors analysis of the case is as follows: the patient has a crpt pacemaker. A radial approach was made for the angiogram. The baseline angiogram revealed two vessel disease, a moderate lesion in the mid right coronary artery (rca) and a tight lesion at the mid left anterior descending (lad) at the bifurcation of d2. The rca was wired but no percutaneous coronary intervention (pci) was done. A double wiring of the lad-d2 was done. Pre-dilatation with a 2x12mm sc balloon was performed successfully. The 3.0x17 elunir stent was positioned in the mid-lad and inflated to sixteen atm. An image was taken of the inflated stent that appeared to be an intact-stent balloon. A follow-up image was taken one-minute and four seconds later that showed an edge dissection of the lad at the distal end of the stent with extravasation of contrast into the surrounding tissue. There was no image showing the bursting of the stent balloon. The dissection was treated by implanting a 2.75x18 non-cordis stent with overlap of the elunir stent. Post-dilation of the stents was done. The final angiogram showed good flow in the lad and d2. In the doctors expert opinion, the lad lesion was tight but not heavily calcified. There was no evidence of balloon burst on the initial stent delivery. The lad was dissected possibly as a result of over-inflation of the elunir stent relative to the size of the mid-lad. The high-pressure inflation, although below the rated burst pressure (rbp), relative to the size of the vessel had some relationship to the bursting of the stent-balloon.